Event description:
The customer reported that the ac power module had failed.

Manufacturer narrative:
(B)(4). The customer reported that the ac power module had failed. The unit was evaluated locally and the ac power module was replaced which resolved the failure. As of 10/19/10, there have been no further reports of this issue from this customer site.